Event description:
The tech alleged that the bed has no power and during inspection the account found fluid ingress on the power control board. No pt impact.

Manufacturer narrative:
The account replaced the power control board to resolve the issue.